Event description:
A malfunction alarm was reported by rubin medical as in norway involving a pump with the malfunction code malf 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections to ensure continuous insulin delivery and the original pump was replaced.